Event description:
Customer reported experiencing high blood glucose of 600 mg/dl. Customer stated she went high because customer was eating candy to treat low while she was driving. Customer treated high with a bolus. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.